Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective pump cover sensor. The sensor was replaced to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s5 system did not deliver the cardioplegia due to over pressure during the procedure. There was no report of patient injury.